Event description:
It was reported by the patient that the remote monitor would not receive power, despite changing the batteries "several times." The monitor has transmitted successfully in the past. The remote monitor will be returned and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.